Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 patient underwent a low and felt tired. Patient's parent stated that patient either fell asleep or passed out, but patient's parent is not sure which. There was no medical intervention. Patient's transmitter gave an out of range signal at the time patient felt tired. Patient's parent reports that patient is currently feeling healthy. Dexcom has issued an rga for patient to return the device to be investigated.